Event description:
Patient came in for minerva ablation. Surgeon unable to complete ablation using 1st device, balloon not inflating/deflating. 2nd device opened and procedure completed procedure without complication.